Event description:
Injury (patient / other): no product possible involved in injury: no product available for inquiry: yes location: 2 - when using origin: patient complaint: valve leaking product: additional informations: description of issue (what / why): valve leaking how often occured defect: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: valve change photo / sample available: yes safety valve broken / damaged / disconnected: yes safety clamp open, when valve broke/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken / damaged: no leakage: yes successful drainage: yes impact to patient: no impact to patient exposure to blood / bodily fluid: no course of treatment changed due to event: no time catheter in place: 11.09.2024 connected device (pleurx/peritx/brand) 50-7050 procedure performed by: ewimed employee procedure performed at: home replacement requested: no credit requested: and closure letter needed: yes additional information: information on the error pattern: fault location: valve error type: leaky.

Manufacturer narrative:
H10: manufacturing review: a probable root cause for this reported failure mode could not be determined, there was not enough information to fully investigate this incident as a lot number, photos or physical samples were unavailable for analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Date of receipt: (B)(6)2024. Injury (patient / other): no. Product possible involved in injury: no. Product available for inquiry: yes. Location: 2 - when using. Origin: patient. Complaint: valve leaking. Product: item no.: 50-7050/v001 - pleurx¿ pleura katheter. Additionally affected article no.: 50-7050 us/- - unsteriles muster 50-7050 pleurx® pleura katheter. Additional lot no.: not knwon. Additional informations: description of issue (what / why): valve leaking. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6)2024. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: ewimed employee. Procedure performed at: home. Replacement requested: no. Credit requested: and. Closure letter needed: yes. Additional information: information on the error pattern: fault location: valve. Error type: leaky.